Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a damaged ac line cord reel. The ground prong was broken. There was no patient involvement.

Manufacturer narrative:
Corrected data: b3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions, component code), h10 a getinge field service engineer (fse) investigated the issue and found the ac line cord reel assembly missing. Fse replaced (d012-00-1688-21 reel, ac power cord, domestic, tdk lambd) in the hospital cart 0997-00-1179 sn (B)(6). Fse completed pm performed with full calibration, functional testing, and electrical safety checks to factory specifications.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.